Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that extension catheter was disconnected. Patient status/ intervention: change new kit.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached luer adapter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The catheter was received assembled with a two-piece connector. Usage residues were observed throughout the sample. The red flushing connector was completely detached from the extension tubing. Microscopic inspection of the red flushing connector revealed it to be well-formed. Tactile inspection of the sample revealed tensile weakness, material necking and discoloration throughout the extension tubing. Following re-assembly of the flushing connector, water was infused through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. The tensile weakness, necking and discoloration suggested that the red flushing connector became detached from the extension tubing due to tensile (pulling) stress. It appeared that catheter securement and access techniques may have contributed.

Event description:
It was reported that extension catheter was disconnected. Patient status/ intervention: change new kit.